Event description:
It was reported that the implantable pulse generator (ipg) exhibited a managed ventricular pacing error when it began to pace at a different lower rate than originally programmed. It was also noted the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing. Reprogramming was performed. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.